Manufacturer narrative:
Missing UDI number and lot number. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the short spinous clamp was being difficult to put on and take it off. It takes 10-15 minutes to take off of the spinous process, almost resorting to taking off the process. The site had replaced this part a couple of times already. There was less than an hour of delay to surgery and no impact on patient outcome.

Manufacturer narrative:
Additional information: lot number and UDI provided. The spinous process short clamp was returned to the manufacturer for analysis. Analysis found the retainer ring had been pulled from the tip of the adjustment screw and was missing. Analysis found the reported event was related to a physical damage. If information is provided in the future, a supplemental report will be issued.